Manufacturer narrative:
No patient involved other relevant device(s) are: product ID: b i30000443, serial/lot #: (B)(4). Product ID: bi30000090, serial/lot #: (B)(4). A medtronic representative went to site and performed a system checkout. Hardware parts were replaced and the system passed checkout. (B)(4). The cable assy was analyzed and no failure was found with this part. Codes associated with the cable assy: (B)(4). The computer was returned for analysis. The computer was analyzed and the reported issue was confirmed. "The mvs computer is not booting correctly." Mvs computer failed bench test. Operating system failed. Booting device was missing. Unable to boot. Codes associated with the computer: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) computer is not booting correctly. There was no patient present when this issue was identified.